Event description:
Healthcare professional reported, "port leak, port replaced. Fracture/crack in band tubing." The device will not be returned.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and port identification provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional info has been reported to allergan regarding the serial number, implant date explant date. Diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."